Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that upon device interrogation, the device could not communicate. No data could be obtained from the device image and no field data was available. Electrical testing found that the failure to communicate was due to low battery voltage resulting from high current in the hybrid.

Event description:
This report is to advise of an event observed during analysis.